Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an x-ray sponge. The customer reports that during a partial nephrectomy, the abdomen was opened and the lint came off in the abdomen. It was not possible to remove all of the lint for the surgical field and as far as the customer knows there was lint in the patient. They used sponges to complete the procedure. No patient injury.

Manufacturer narrative:
Samples were not provided for evaluation and therefore a detailed investigation could not be performed. A device history record (DHR) review could not be performed since lot information was not provided with this complaint. Without a sample evaluation, it is not possible to determine the exact root cause, however; the possible root cause determined by the supplier was that the frayed edges inside were exposed during use which resulted in the loose fibers. The supplier will change the folded width and add selvedge inside the gauze to reduce the loose fibers. This file will be closed at this time. If additional information is obtained, this file may be re-opened for further investigation.